Manufacturer narrative:
(B)(4)

Event description:
This patient had shortness of breath. Thrombus in the left atrial appendage was noted. The patient has had a tee, ECG, CT and angiogram performed. This is all of the information that was provided to us. The lead remains implanted. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.